Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with pump error alarm during rewinding due to moisture damaged force sensor assembly. Unable to perform functional testings due to pump error alarm. No critical pump error alarm noted during testing. Unit was received with missing segments/partial display due to moisture damaged electronic assembly on printed circuit board. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, reservoir unable to lock into place, scratched case, minor scratched lcd window, damaged keypad overlay texture, cracked battery tube threads and cracked case along the side of the battery tube.